Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, haptic adhered to the iol optic during surgery. It was pointed out that this may be due to the coating on the lens. The adhesion of the haptic was released during the same surgery using a separate hook and the surgery was completed. The sample was not available as it still remains in the patients eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The reporting facility did not provide a lot number or any identification of the product; therefore, the manufacturing date for the product in question is unknown; however, the root cause of the reported issue is potentially related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company device. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).